Event description:
It was reported that the clinician could not observe any diagnostic data at the wound check. Implant detect had been left on. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565 lead implanted 2009-(B)(6).

Event description:
It was further noted that the device had been implanted without an atrial lead.